Event description:
It was reported that this left ventricular (lv) lead stopped working six months ago and was surgically abandoned. The lead presented noise, high impedance measurements, loss of capture, oversensing, high capture thresholds and the pacing was inhibited due to the presence of noise. This was attributed to a suspected lead fracture. A new device was implanted. No additional patient effects were reported.